Manufacturer narrative:
Exact date unknown, event occurred around two weeks post operative follow-up.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to extreme lead migration as confirmed through x ray. Multiple reprogramming's were done however it was unsuccessful. The patient underwent a revision procedure wherein the paddle lead was adjusted more laterally. The patient was doing well postoperatively. The device remains implanted.